Manufacturer narrative:
Product complaint # (B)(4). Batch # r59l0p. Device evaluation summary: the analysis results found that the pph03 device arrived with no apparent damage without staples present and with the breakaway washer uncut and indented. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during the pph surgery, after fired, felt the firing trigger was loose and noted all the staples were malformed with incomplete cut line. Used scalpel to cut the tissue and used suture to over sew. There was no patient consequence reported. No additional information can be provided.